Event description:
It was reported to philips that the system's footswitch cable was broken, preventing x-rays intermittently. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a non-emergency procedure. The procedure was completed as planned by moving the footswitch to another place. The philips field service engineer (fse) visited onsite and confirmed that system was unable to produce x-rays. Review of the logfile shows system unable to produce x-rays confirming the malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the cable of the foot switch in the examination room was partially broken. To resolve the issue fse replaced the affected foot switch. The defective part was sent for analysis, for the footswitch failure was observed and failure was found to be cable at sheath is faulty. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed without any interruption by moving the same footswitch to another place. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.